Event description:
It was reported that during a lung resection, the device fired but would not open. The surgeon converted to an open procedure to remove the device. Sutures were used to complete the procedure. No additional information is available at this time.